Event description:
The ortho summit sample handling system, pipetter, instrument reportedly gave an error message: +/- 35 vdc power supply fail, and a burning smell. No death or serious injury was associated with this incident.